Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were examined by a dentist and found that they have loose teeth and will need to have multiple root canals. Patient stopping aligner treatment due to the damage the aligners have caused. Requested additional information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.